Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the orbital floor surgery with implanted synpor. Then the surgeon observed the patient for seven(7) hours post-op and performed the visual function examination every 1 hour. Six (6) hours later, the patient vomited and then showed blindness after vomiting. This report is for one (1) synpor smooth/tit orbit floor mesh pl ra. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.